Event description:
It was reported the radiopaque marker detached from this introducer sheath, into the kidney, during removal after successful placement of a nephrostomy drainage catheter. Retrieval of the detached marker utilizing a balloon was uneventful. The procedure was successfully completed with this unit without pt complications. Pt anatomy and/or user technique may have been contributing factors to this event. However, without evaluating the device co is unable to determine the exact cause for this event.